Event description:
This rv lead was implanted on (B)(6) 2005 and remains implanted at this time. A call was placed to technical service on 08/30/2018 stating that the rv lead was fractured. The patient received an inappropriate shock due to noise and oversensing. Also, the rv noise is causing pacing inhibition. The physician was (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).